Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a pierced blood pump segment was discovered on the combi set bloodlines three hours into a patient¿s hemodialysis (hd) treatment. The reported event resulted in the inability to return the patient¿s blood. Upon follow up, it was confirmed that there was no defect or damage noted on the dialyzer and there were no loose connections. The machine, a fresenius 2008t machine, alarmed an air detected alarm. The patient¿s estimated blood loss (ebl) was less than 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that a pierced blood pump segment was discovered on the combi set bloodlines three hours into a patient¿s hemodialysis (hd) treatment. The reported event resulted in the inability to return the patient¿s blood. Upon follow up, it was confirmed that there was no defect or damage noted on the dialyzer and there were no loose connections. The machine, a fresenius 2008t machine, alarmed an air detected alarm. The patient¿s estimated blood loss (ebl) was less than 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint product sample was not received for evaluation. However, a photo of the alleged malfunction was received. According to the photo received, it could be observed a leakage from the pump tubing; a damage is observed in the pump tubing of the arterial line. The sample is not available for physical analysis. The alleged failure mode was confirmed with the photos received. At this time a search in the system was performed to verify the product availability for companion samples at the distribution center, the entire lot has been sold and distributed. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.